Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an unspecified malfunction occurred. On (B)(6) 2023, the patient experienced a hypoglycemic event and loss consciousness. According to the patient's spouse, at the time of the event the patient was in the car and the mobile device was 10 feet away from the patient, but she did not receive any alerts or alarms on her follower app. The spouse took the patient to the hospital and when the patient arrived the blood glucose reading was 1.1 mmol/l. No cgm reading was available from that moment, as they did not take the mobile device to the hospital. The patient was given intravenous treatment with dextrose, recovered after treatment and was discharged after 1 day. Data was provided for investigation. The problem could not be confirmed but a communication gap was observed due to no internet access active on the investigation window. The probable cause could not be determined post investigation as the allegation was not found. No additional patient or event information is available.